Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional and delivery testing: this showed the device me with specifications. The reported issue was not confirmed during testing.

Event description:
It was reported the device failed accuracy testing. The test result was 7.55% below nominal, according to reporter. No patient involved.